Manufacturer narrative:
The device history record review could not be completed without a known lot number. One sample was received for evaluation. A visual and functional test was performed and confirms that there was a detached line from the cross spike. The root cause and action plan will be documented through a formal investigation corrective and preventative action plan that is currently in process. We will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set was leaking.